Event description:
The facility's biomedical engineering department reported an incident with an infusion pump. According to the facility's risk management, the pump went into an unknown failure while infusing IV fluids on a patient. The name and the rate of IV fluids were not provided. According to the risk management, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the facility's risk management, details were not available regarding patient's demographics, diagnosis or status, medical intervention, or the set up of the infusion device.